Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon the investigation the electrode belt failed a hi-pot test. The cause for the test was a physical damaged and deformed trunk cable connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.